Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported admittance into the intensive care unit (ICU) and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was asleep and woke up to having the ambulance staff at their home who transported them to hospital. The patient was admitted into the intensive care with hyperglycemia on (B)(6) 2025. The patient's blood glucose levels reached above 400 mg/dl while wearing the pod between 36 and 48 hours. When the pod was removed from the infusion site (abdomen), the pod was found to be leaking insulin as the pod was wet and smelled of insulin. There was no other reported symptoms other than having low blood pressure. The patient was treated with insulin and unspecified medicine to control the blood pressure. The patient was discharged the following day, (B)(6) 2025. The pod was removed and discarded at the hospital.